Event description:
The customer reported to siemens that they obtained an erroneously depressed creatinine_2 (crea_2) patient sample result on an atellica ch 930 analyzer. The initial erroneous result was not reported to the physician(s). The same sample was reprocessed on the original atellica ch 930 analyzer. The reprocessed result recovered higher, matched the clinical history and was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed creatinine_2 (crea_2) result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) regarding an erroneously depressed creatinin_2 (crea_2) result obtained on a patient sample on an atellica ch 930 analyzer. Siemens healthcare diagnostics headquarters support center (hsc) reviewed the information provided by the customer and queried the instrument data. The customer was unable to provide details regarding the sample. Hsc was unable to provide further evaluation due to insufficient information provided for the sample. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.